Event description:
A third-party service agent contacted physio-control to report that their customer's device locked up and illuminated its service led. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to reproduce the lock-up issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device locked up and illuminated its service led. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.